Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual inspection was completed. Due to the nature of the complaint, functional testing and dimensional testing were unable to be performed. The complaint was confirmed through visual examination the returned device was visually examined, and the following was observed: balloon of associated delivery system does not appear to be fully deflated. Sheath liner fully expanded and partially delaminated at distal end. Tip opened and hdpe damage at distal end. Distal tip is split. Soft tip damage. The 3mesio and procedural imagery was provided, however, it did not reveal any applicable information for the present case. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3, ce as well as the sheath+ IFU's along with the preparation and procedural training manuals were reviewed. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set.' A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath distal tip split was confirmed through evaluation of the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation.' As reported, 'the valve alignment was not possible in a straight section of the aorta due to the tortuosity in the femoral tract. ['] the inflation time was not prolonged. The embolized valve could be positioned in the descendent aorta and was left implanted there. After the withdrawal of the devices, no damage was observed in the sheath or the delivery system. ['] as per pre-decontamination evaluation, it was observed that esheath distal tip was split and a delivery system leakage.' Per device evaluation, the balloon of the delivery system does not appear to be fully deflated as delivery system leakage was experienced (see 2024-11657-01 for more details). A balloon with an altered profile could be more susceptible to catch onto the distal tip of the sheath during withdrawal. Combined with vessel tortuosity and calcification, this can subject the devices to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. The balloon with altered profile likely caught onto the sheath tip during the attempt to withdraw the delivery system through the sheath resulting in the distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and operational context (altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03988 and 2015691-2024-03989. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The valve alignment was not possible in a straight section of the aorta due to the tortuosity in the femoral tract. Many attempts were made to align to push and pull the valve on the delivery system balloon but it was difficult to align the valve on the center of the balloon. At the moment of valve deployment, the valve did not expand symmetrically and the valve slipped of the balloon. The inflation time was not prolonged. The embolized valve could be positioned in the descendent aorta and was left implanted there. After the withdrawal of the devices, no damage was observed in the sheath or the delivery system. Then, it was decided to implant a 26mm sapien 3 ultra valve because it was observed a heavy resistance when inflating the 29mm valve due to heavy calcification in the native valve. The 26mm sapien 3 ultra valve was implanted successfully. The perceived root cause of this event was patient anatomy. As per pre-decontamination evaluation, it was observed that esheath distal tip was split and a delivery system leakage.